Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
The patient experienced ventricular fibrillation (vf). A farawave was selected for use. It was reported that after completing the four (4) pulmonary vein isolation, ventricular fibrillation has occurred immediately following the second flower application to isolate the posterior wall near the right inferior pulmonary vein (ripv). The vf began right after the fifth packet of the application was completed. It stopped after defibrillation (dc), followed by completion of posterior wall isolation without any issues with the patient's condition. The product return is not expected since it was discarded.